Event description:
It was reported that a revision surgery was performed due to pain.

Manufacturer narrative:
The returned genesis uni components were examined visually and microscopically. The purpose of this investigation was to examine the revised uni components.the femoral component was fractured in two pieces and the insert showed significant wear and damage. The as-received genesis uni components were revised due to reported pain which was may have been the result of the tibial collapse which can be seen in the x-rays. Note that the femoral component does not appear to be fractured at the time of this x-ray. The damage and wear seen on the articular insert was likely caused by the significant malposition of the insert which resulted from the tibial collapse. Sem analysis was performed on the fracture surface of the femoral component and showed the primary surface feature to be cleavage which is indicative of a low cycle bending overload fracture mechanism. Based on the x-ray (B)(6) 2010 and explantation (B)(6) 2010 dates, the femoral fracture occurred after the tibial collapse. The cause for the revision of the components can be attributed to tibial collapse of the tibial baseplate. The subsequent fracture of the genesis uni femoral can be attributed to bending forces in excess of the strength of the material.